Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level, as the pump was not being used for insulin therapy at the time of the reported event.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.